Event description:
Falsely elevated troponin I results occurred due to a cramped fluidics line. Elevated troponin I results of this magnitude might initiate a cardiac catheterization. There was no report of pt harm as a result of this event.